Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed 180 units after loading the cartridge. Reportedly, the cartridge increased to a fill estimate of 195 units. Blood glucose level was 120 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.